Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual value: 109 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for a failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 945 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on 22-may-2024 to report they experienced a delivery stopped with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. The customer reported that they utilized the inomax dsir plus device's back up mode by activating its integrated pneumatic back up switch. The device was switched off the patient and a backup inomax dsir plus device was utilized. The customer complaint was assessed and determined that no serious event had occurred. The complaint device was returned to mallinckrodt for investigation. During a routine service log review, a mallinckrodt employee discovered that a delivery stopped alarm had occurred due to a nitric oxide (no) concentration greater than 100 ppm followed by a failed low no sensor calibration. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the incident.